Manufacturer narrative:
(B)(4).

Event description:
It was reported during a scheduled follow-up, several episodes of non-sustained oversensing were observed due to far field p-wave oversensing and crosstalk from atrial to the ventricular channel. Myopotential inhibition was also suspected and low r-wave amplitude was detected. A fluoroscopy image revealed externalized conductors on the right ventricular lead. The lead was capped and replaced. The patient condition is good condition after the procedure.